Event description:
It was reported by the sales rep that the generator is having intermittent activation and is causing a monitor screen to fluctuate; each time that the foot pedal was depressed, the monitor's screen would become totally fuzzy. A second generator was employed to complete the procedure successfully without further issue or harm to the pt. The procedure was extended by less than 10 minutes.

Manufacturer narrative:
The complaint device was received and evaluated both visually and functionally. Esthetically, the device was, outside of some minor chassis scratches and chips to the fascia, in good appearance. Functionally the device passed all test, functioned well within its designed and manufactured specifications; could not duplicate the reported issue and could find no fault with the device. We cannot discern the underlying cause for the reported issue. At this point in time, no corrective or further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.